Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af), as observed in the presenting electrogram (egm) and on stored atrial tachy response (atr) episodes. The local sales representative reported the patient was seen in the clinic and the atrial sensitivity was reprogrammed to be more sensitive. No adverse patient effects were reported. The device remains implanted and in service.